Event description:
Investigation completed and summarized in h10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 complaint of alarms every time it is closed. This was not validated during testing, as device did not find issue when closing latch. Device passed all functional testing. However, in the event log cassette no attached properly, so preventative action was taken replace downstream occlusion sensor. No fault found and device passed all delivery and functional testing.

Manufacturer narrative:
Additional information received via email on 30-sep-2020 that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical pump alarms every time it is closed. There were no reported adverse events.